Event description:
The customer reported that the collimator blades do not match the overlay.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep verified that the collimator blade image was not aligning with the overlay. He performed a collimator stop calibration. He replaced the collimator and performed calibrations. The collimator blade image was not aligning with the overlay. He reinstalled the original collimator. The ge rep flashed the nodes and reloaded the calibration files. The unit is operating within specifications.